Manufacturer narrative:
(B)(4). Date sent: 11/24/2020 d4: batch # u5cc7w investigation summary :the analysis results showed that one gst60b reload (f) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. Event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4); batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass, surgeon reported several malformed staples. Straight staples were most common. Surgery was delayed three minutes due to this reported event. Surgeon pulled out malformed staples and completed case. There were no patient consequences.